Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2023. Fiducial markers were placed transperineally prior to the procedure. After a successful hydrodissection, the spaceoar vue was implanted. However, upon reviewing the planning magnetic resonance imaging (MRI) there were suspicions of hydrogel presence in the lumen. Further examination of the images specifically the t2 axial MRI and sagittal views, revealed the possibility that the hydrogel was entirely situated below the serosa. It was also observed that in certain areas, there seemed to be a very thin layer of either mucosa or muscularis propria between the hydrogel and the lumen. The patient was reported to be asymptomatic. As a result of this event, the patient's radiation treatment was delayed.